Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, and the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.